Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, keypad flex connector and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case and cracked case (battery tube). In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case was noted. Critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1712kl was returned for analysis.